Event description:
While inserting the second acutrak screw for an ocd lesion procedure, the drill broke leaving fragments in the bone. As a result, the surgery required one additional hour and additional bone was cut away in order to remove the fragments.